Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, the customer cleaned the speaker holes and cleared the alarm. It was also reported that the pump's alarm sound was not annunciating. Reportedly, the customer reverted to an alternate method of insulin therapy. There was no reported impact to the customer's blood glucose.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged altitude alarm issue was verified, but the not audible speaker issue could not be verified.